Manufacturer narrative:
Report confirmed based on report. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. On follow-up it was noted that the device is not available and it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) was received stating that the "staff noted during the procedure that the footplate was broken, replacement was obtained. This did not affect the procedure being able to be performed." No patient impact was reported. On follow-up it was noted that the device is not available and it was confirmed that there was no patient impact.